Event description:
The account alleged that the nurse call did not work and she was shocked. Not sure if it was electrical or static. No injury was reported.

Manufacturer narrative:
The technician investigated and found the nurse call was not working. The technician found the cable from the bed to the nurse call system was the issue. The technician could not reproduce the issue of the electrical shock due to the nurse call not working. The technician replaced the communication cable to resolve the issue.